Manufacturer narrative:
The report of elevated pump power and estimated pump flow values was confirmed based on the evaluation of the submitted log files; however, a specific cause for these events could not be determined based on this evaluation. The correlations between the events captured in the log file and the evaluation of the returned device could not be conclusively determined. The device was returned with the driveline cut approximately 2.5 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the device, examination of the pump¿s blood-contacting surfaces revealed no depositions. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received on 07/12/2016 from the hospital personnel stating that the patient experienced ventricular tachycardia (vt) requiring a dc cardioversion (external shock) during the pump exchange. The following day, continued mono and polymorphic vt requiring 16 external shocks. Treatment with amiodarone and lidocaine infusions were started. On (B)(6) 2016, the patient continued to have sustained vt requiring 4 more external shocks. On (B)(6) 2016 it was determined that no further shocks to be delivered. On (B)(6) 2016 the patient was given one more shock to convert from ventricular fibrillation to vt. The electrophysiologist determined this to be a lethal rhythm. The patient remained sedated the entire time. Care was withdrawn on (B)(6) 2016. It was also stated that the pump was operating as expected and will not be returned for evaluation.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and underwent aortic and tricuspid valve replacements on (B)(6) 2016. Prior to implant, the patient was on va-extracorporeal membrane oxygenation (ECMO) and IV inotropic support. After the pump was placed and cardiopulmonary bypass was weaned, when the lvad speed was slowly increased, the right ventricle reportedly started to "struggle" despite volume replacement and nitric oxide. A right ventricular extracorporeal circulatory support device was placed. Unspecified bleeding issues occurred and post-operative blood products administered included packed red blood cells, autologous return from the cell saver, fresh frozen plasma, platelets and kcentra. Medications administered post-implant included protamine, milrinone, epinephrine, and norepinephrine. Warfarin was started on (B)(6) 2016 in addition to a heparin drip. The patient's partial thromboplastin time (ptt) was reported to be therapeutic. On (B)(6) 2016, the patient had an abrupt increase in estimated pump flows and pump powers which remained sustained. The patient was reported to be asymptomatic and hemodynamically stable with a mean arterial pressure of 70mmhg. An echocardiogram ramp study did not show any evidence of pump malfunction or clot. A chest CT scan was unable to be performed due to the recent surgical procedures. The system controller was exchanged, but the pump power and estimated flow elevations did not resolve. On (B)(6) 2016, the patient underwent an urgent pump exchange. It was reported that the surgeon did not visualize anything inside of the pump upon explant. The patient subsequently expired on (B)(6) 2016. Additional information has been requested.